Event description:
It was reported that the insulin was unable to perform the manual prime, and all the insulin was pushed out of the reservoir. It was stated that the activate button was pressed continuously, but the numbers did not appear on the screen. It was also mentioned that the infusion set was changed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.